Event description:
It was reported that the customer passed away due to a stroke and diabetes complications. It was stated that the customer had fallen and hit his head. At bed time, the customer couldn't move his left leg, and shortly after that he could not move his left arm. It was stated that he suffered a stroke, and had brain swelling. It was stated that the insulin pump had been removed from the customer about 13 hours prior to his passing. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.